Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to an unseated interconnect flex cable. The flex cable was replaced to resolve the malfunction analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was distorted and clinical information could not be seen. Complainant indicated that there was no patient involvement in the reported malfunction.